Manufacturer narrative:
Customer reported that the provue analyzer probe dripped red cells on top of the mts gel cards. The customer did not report that the instrument posted any error messages at the time of the incident. Testing was aborted. An ocd field engineer (fe) arrived on site. Service has returned the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur undetected, errorneous results could have been reported.

Event description:
Customer reported that the provue analyzer probe dripped red cells on top of the mts gel cards.